Event description:
Complainant alleged that during biomed testing the device was unable to change energy selections or charge the defibrillator from the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.